Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may not be functioning properly. Blood glucose level at the time of the call was 284 mg/dl. Customer stated that the device would begin the rewind process normally, but complete it very slowly. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No rewind anomaly was noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.